Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had high blood glucose. It was stated that the insulin pump did not deliver any insulin and the infusion sets were changed three times, but the no delivery alarm continued. The customer was taken to the emergency room and treated with 16 units of novolog and 4.5 units of lantus. The mother stated that she tried to disconnect and ran a bolus, but it continued to alarm no delivery. The mother also stated that the device was squiring the insulin out during manual prime. No further information was provided.